Manufacturer narrative:
(B)(6) - supplemental MDR - silicone visible. One photo and four sealed samples of 3 ml syringes from batch 4207528 were provided to the quality team for investigation. The image showed a loose plunger rod with the stopper attached. A silicone shine was visible on the stopper, but no pooling was observed, indicating the silicone level was not excessive. All four samples were evaluated, and none showed signs of excessive silicone. The condition observed is acceptable per product specifications. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 4207528. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had silicone visible. The following information was provided by the initial reporter: my colleagues in our production unit reported deviant amount of lubricant in several bd syringe types used for pharmaceutical compounding purposes. The excess of lubricant was observed in both the syringe cylinder and on the rubber plunger stopper, please refer to the picture attached for an illustration of the oily appearance of a rubber plunger stopper in a 10 ml syringe. The of lubricant was observed in the syringe types / batches listed below: ø bd plastipak 1 ml bd luer-lok batch 4207528. ø bd plastipak 10 ml bd luer-lok batch 2407110. ø bd plastipak 50 ml bd luer-lok batch 2410117. We would like to know if comparable complaints were reported to bd recently that perhaps have triggered a root cause investigation. Have there been any changes implemented in the production process or starting materials used for production of these syringes? To assess whether this deviation might possibly be harmful for our patients, we would like you to share information with us on chemical/physical and toxicological properties of the material that is used by bd to lubricate the plastipak syringes (e.g. Material safety data sheet; toxicological studies or reports). Additional information provided: the event data is february 4th, 2025. According to our current knowledge, no harm was done to patients of caregivers we have selected some samples (pre-use, in original secondary packing) for investigations. Please found the information for pick up provided below: company: (B)(6) collection point: central warehouse department street, number: (B)(6) building, floor: ground floor postal code: (B)(6) city: (B)(6) country: the netherlands please also provide us with the phone number of a person who can be contacted by the carrier. Contact name: (B)(6) phone number: (B)(6) e-mail address: (B)(6) we will provide the samples in a suitable shipping box ourselves.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.